Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer stated that the pump was making a high pitch wind, customer tried removing battery and replacing and nothing happened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No blank display noted. No moisture damage on electronics noted. Device was monitored and no high pitch sound anomaly noted.